Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2022. The acmain d injection was infused daily during the day and the catheter was flushed and locked with normal saline after each use. On (B)(6) 2022, leakage occurred from the insertion site during infusion of the acmain d injection. When the catheter was flushed with heparin saline, leakage was found from the catheter. The device was removed and another new catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong nxt catheter . The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the 39cm depth marking. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2022. The acmain d injection was infused daily during the day and the catheter was flushed and locked with normal saline after each use. On (B)(6) 2022, leakage occurred from the insertion site during infusion of the acmain d injection. When the catheter was flushed with heparin saline, leakage was found from the catheter. The device was removed and another new catheter was replaced. There was no reported patient injury.